Manufacturer narrative:
Concomitant product(s): product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's prior implantable neurostimulator (ins) was too close to the surface, right at the beltline, and constantly digging into the patient. It was noted that the healthcare professional put the new ins in the same location, but put extra fat around it and "went a little deeper with it." No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.